Event description:
There was an allegation of questionable calcium gen.2 results for 1 patient sample on a cobas 8000 cobas c 701 module. The customer was prompted to repeat the patient samples as they observed the cell rinse overfilling the cuvettes. The initial calcium result was 6.51 mg/dl. The sample was repeated on a different analyzer and the result was 8.9 mg/dl. The repeat result was deemed correct.

Manufacturer narrative:
The analyzer serial number is (B)(6). The field service engineer (fse) found that the main pressure pump was too high and adjusted it. The investigation is ongoing.

Manufacturer narrative:
Section d product information has been updated, as well as g1 manufacturing site and g4. The calibration data provided was acceptable. The qc recovery data provided was acceptable. Based on the calibration and qc data, a general reagent issue could be excluded. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.